Event description:
The customer reported that her breast pump stopped suctioning on one side approximately one week after she began using it (in (B)(6) 2011) and it was not draining her breasts. She developed mastitis, visited her doctor and was prescribed an antibiotic. She didn't report the issue when it had occurred and she also could not recall when the pump was purchased. She stopped using the pump in mid (B)(6) and verified that she was regularly cleaning the parts/accessories.

Manufacturer narrative:
Customer service sent the customer a replacement pump. In follow up with the customer, she indicated that she could only single pump because one side did not work and, additionally, the side that did work was not emptying her breasts. She developed mastitis and was prescribed an antibiotic by her doctor. She discontinued use of the pump and switched to a hospital grade pump. She indicated that her mastitis has since fully resolved and that she would return the pump for testing/analysis. However, as of the date of this report, the pump has not been received. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. Because the pump has not been received for testing/analysis, it cannot be definitively concluded that the pump caused or contributed to the mastitis. Complaints will be monitored for similar issues.